Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device is filed under a separate medwatch report number.

Event description:
This is filed to report tissue damage. It was reported that on (B)(6) 2022, a mitraclip procedure was performed for a mixed mitral regurgitation (mr) grade 4 with enlarged atrium. First clip ((B)(4)) was attempted to be placed in the a2/p2 central position. It was not possible to grasp both leaflets due to tethered posterior leaflet and dilation of the annulus. Therefore, the physician decided to implant the clip where the prolapse was. After clip deployment, it was noted that the posterior leaflet was torn. A second clip ((B)(4)) was implanted in a2/p2 central (medial to the first clip) with no reported issue. A few seconds after deployment, the mr increased and a single leaflet device attachment (slda) was observed. The clip was detached from the posterior leaflet. A third clip ((B)(4)) was implanted medial to the second clip to stabilize it. A fourth clip ((B)(4))was attempted to be implanted to further reduce mr; however, it was not possible to achieve a sufficient grasp due to patient¿s anatomy. The clip was removed with no report issue. The procedure was aborted, and mr remained at grade 4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported difficult leaflet grasping was due to challenging patient anatomy. The cause of the reported tissue injury was unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a